Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that customer faced leakage at site. The infusion set was in use for 5-6 hrs.caller replaced infusion set and resumed insulin successfully. No further information available.